Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - complaint was forwarded to supplier quality based on complaint's description for investigations. Unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 05-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated the syringe would not aspirate the medication; customer stated that 1 syringe out of 6 wasn't working. The package was not open for damaged when received by the customer. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.